Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2020. A manufacturing record evaluation was performed for the finished device lot number am2631, and no non conformances / manufacturing irregularities were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "the suture threads are torn apart, 3 sachets iain 1 box" please clarify: please confirm the quantity of broken sutures during this single procedure on one patient? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Patient's condition? Procedure name and date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-08028 and 2210968-2020-08029.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that suture threads were torn apart. There were no patient consequences reported. Additional information has been requested.